Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage on the electronic and motor assembly. Further testing was not performed due to the blank display.

Event description:
It was reported that the customer went to swim while wearing the insulin pump. The device alarmed and had water. No further info was provided.